Manufacturer narrative:
(B)(4). Batch # unknown. The lot/batch was not provided; therefore, the manufacturing records evaluation could not be performed. Additional information was requested, and the following was obtained: can you please clarify "device could not be fired properly "? What were the indications for surgery? No further information is available. What healthcare professional fired the device and what is his/her experience with the device? No further information is available. Where in the green gap setting scale was the indicator located prior to firing? No further information is available. Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? No further information is available. Was the device difficult to close? No further information is available. Was the device difficult to fire? No further information is available. Did the healthcare professional receive audible & tactile feedback when firing the device? No further information is available. Were the donuts inspected? If so, please describe. No further information is available. Was a complete washer transection confirmed? No further information is available. Were there any staple formation issues identified? No further information is available. The device might have slipped at the firing or the jaws might have not clamp the tissue with appropriate position since the intestinal tract was thick. There was a possibility that those caused the event. In order to order avoid the end to side anastomosis, another cdh device was used to complete the case. No further information will be provided.

Event description:
It was reported that during a laparoscopic sigmoidectomy, the device could not be fired properly during use. After the device was fired again on the intestinal tract, another cdh device was used to complete the case. There were no adverse consequences to the patient. No further information is available.